Manufacturer narrative:
Continuation of d10: product ID 97745. Serial#: (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number: (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that this morning they went to increase the stimulation and it wouldn't do anything. Pt stated that they then figured out that it wouldn't turn on or off. Pt stated that they took the batteries out and then put them back in but that didn't work. Pt stated that they tried charging it but that didn't do anything either. Pt stated that no lights came on or anything. Pt confirmed that the controller was blank/unresponsive. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted in the controller; pt stated that the controller was doing nothing. Pt stated that the controller started to flash a message but the controller wasn't lit up or anything. Pt stated that the controller was kind of in the black area but it had the time on there. The controller screen did not light up when the up/down arrows were pressed. Pt confirmed that the ac power supply green light was on. Pt confirmed that there was no apparent damage to the equipment. Pt stated that the screen was really blacked out. Pt stated that under a certain light they could barely see the time. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.